Event description:
Per the clinic, the patient experienced infection at the implant site. Subsequently, the device was explanted (date not reported) and the patient was reimplanted.

Event description:
Correction: the previous or initial MDR [6000034-2025-03462] submitted on september 19, 2025, was filed inadvertently. This MDR was a duplicate. Any further information will be provided with report number 6000034-2025-02283.